Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that doctor removed the cup, liner, head and replaced with a depuy cup/liner and stryker c-taper sleeve and 36mm head. As per further clarification the reason for the revision was eccentric wear of the poly.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on 16-nov-1998. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that doctor removed the cup, liner, head and replaced with a depuy cup/liner and stryker c-taper sleeve and 36mm head. As per further clarification the reason for the revision was eccentric wear of the poly.